Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the asymptomatic patient presented in-clinic, dislodgement, high capture threshold, and low sensing were observed. The lead was explanted and replaced. The patient was stable after the procedure.